Event description:
The cuff covering the tubes perforated. Distal-end remained in the pattent's esophegus when the tube was removed. Staff was able to recover the cuff and remove it. There was no pt harm reported.